Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that, during a spinal procedure at the user facility, the device was overheating, which caused a first degree burn on the doctor. Backup equipment was used to complete the procedure. No clinically significant delay was reported.

Event description:
It was reported that, during a spinal procedure at the user facility, the device was overheating, which caused a first degree burn on the doctor. Backup equipment was used to complete the procedure. No clinically significant delay was reported.